Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that the patient is experiencing low pacing rates and oversensing was noted on the ventricle. On (B)(6) 2011, fluoro found lead dislodgement. Loss of capture was also observed. The patient was downgraded to a pacemaker and the lead was explanted as it was no longer needed.